Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this lead was surgically abandoned due to an increase in impedance and oversensing suspected to be caused by insulation damage. No additional adverse patient effects were reported. Should additional information be received, this file will be updated.